Event description:
The pt stopped responding to sounds while at home. All external equipment changed with no improvement. Telemetry tested in the clinic in 12/2002 and showed 'poor coupling'. All external equipment changed and verified to be working correctly, but patient still not responding to sound.